Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n167868014, implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient in (B)(6) receiving intrathecal gabalon via an implantable infusion pump for spinal cord damage. The pump and catheter were implanted on (B)(6) 2009 and the target of the catheter top was reported as t11/12. At that time patient received intrathecal administration of gabalon 50 ug daily and later an intrathecal administration of gabalon 0.2% 230 ug daily. The patient's concomitant medications were reported as unknown. However, there was report that the patient received durotep (fentanyl) medicated paste/patch 8.4 mg percutaneous/ transdermal. The patient's medical history included spinal cord injury (reported as 2005 ongoing, and reported as 2008), cervical vertebral arch laminaplasty, food allergy/fish paste, alcohol use, smoker and intrathecal pump insertion. The serial of the pump and implant date were being clarified. It was reported that on (B)(6) 2016 the patient visited the hospital, commuting for outpatient visits, and he was recuperating at home. The reason for these visits was not provided. On (B)(6) 2016, the patient fell down while he was on a wheelchair/with his wheelchair. On (B)(6) 2016 or (B)(6) 2016 (both reported), the patient was urgently transferred to the hospital and at that time he experienced an aggravation of muscle spasms and aggravated spasticity. At some point the patient also experienced drug withdrawal syndrome. On (B)(6) 2016 a spinal fusion procedure was performed to treat a thoracic vertebral fracture. On (B)(6) 2016 the administration of horizon (diazepam) 20 mg/div was started and was ongoing. On (B)(6) 2016 a catheter fluoroscopy, (B)(6) study was conducted via x-ray with no abnormal findings. It was indicated that the patient was treated with drug therapy and the patient's dose was changed. The severity of the event was considered a classification 3 (severe) which indicated that the patient required hospitalization. No laboratory data was reported . The attending physician mentioned that the causal relationship between the adverse event and the intrathecal baclofen (itb) therapy/investigational drug and catheter was unknown. There was no causal relationship between the pump, programmer and procedure. The outcome, regarding the spasms and drug withdrawal syndrome/symptoms was noted as unrecovered.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician did not consider the "fall down" as an itb adverse event. The clinical course since (B)(6) 2016 was described in order by date, dose, clinical course and symptoms as was as follows: (B)(6) 2016/230 mcg/ clinical visit at outpatient (treatment at home) (B)(6) 2016/230 mcg/ fell down with wheelchair. On (B)(6) 2016/230 mcg/ transferred to the hospital urgently, aggravated spasticity (B)(6) 2016/230 mcg/underwent spinal fusion surgery for thoracic vertebral fracture (B)(6) 2016/230 mcg/performed a catheter contrast study (B)(6) 2016/200 mcg/ the patient could get into a car (w/c) although having spasticity (the patient was assisted to move from his wheelchair to the car) further, the aggravated spasticity described as unrecovered previously was clarified as under remission, improving, as of (B)(6) 2016. There was no change in causality between the drug and the aggravated spasticity as the causality was now still "unknown". Further comments noted about the causality between the drug and aggravated spasticity included since the patient had dislocation fracture of the thoracic vertebral, the canalis vertebralis (arachnoid tube) was occluded and it might cause the gabalon not to deliver. Regarding the no abnormal signs in regards the to the catheter contrast study it was now further reported that since abarticulation (bone dislocation) was reduced by the spinal operation, the occlusion of the canalis vertebralis (arachnoid tube) was disappeared, and gabalon could be delivered. It was possibly considered that spasticity condition was under remission as a result. The level of aggravated spasticity, incident of (B)(6) 2016, was now back to the same, comparable, level as prior to the procedure/surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.